Manufacturer narrative:
Concommitant medical products: product ID 3889-28, lot# j0546389v, implanted: (B)(6) 2005, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and had no stimulation sensation. The patient stopped feeling stimulation three days prior to the report and noticed that she was ¿leaking a bit.¿ the patient thought the she had a urinary tract infection (uti) and went to see her health care provider (hcp) who mentioned that she was ¿leaking more heavy.¿ the patient stated that she had multiple sclerosis (ms) and fell ¿constantly¿ and last fell the day prior to the report. The patient also noted that she had fallen ¿a few¿ times after implant. The patient was assisted in adjusting her settings to program 1 at 3.1 volts and felt stimulation. The patient changed it to 2.8 volts and stated that a ¿few days¿ prior to the report she had it at 1.5 volts which was strong for her. The adjustment resolved the reported issue. It was noted that the patient's device didn't seem to be working. It was noted that the patient's health care provider noted that they did not have an infection. It was noted that the patient's stimulation was off when they weren't feeling the stimulation. It was noted that the patient saw a question mark screen on their patient programmer. It was noted that the batteries in the patient programmer were dead. Additional information received indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor of manufacturer representative. An appointment on (B)(6) 2013 was noted.